Event description:
The customer contact reported bleedback. The patient was undergoing an unspecified CT scan in the radiology department. A power injector was connected to the clave on the extension set and the distal end of extension set was connected to patient's right antecubital peripheral IV access. During the delivery of the contrast, the tubing reportedly "burst" at the midpoint of the extension set tubing. Bleedback was noted. The extension set was replaced and the CT scan was completed. There was no reported skin contact of the contrast with the patient or the healthcare professionals. Though requested, no add'l info was provided.